Manufacturer narrative:
Jia rui kwan, keith sheng hng low, rahul lohan and vishal g shelat (2018). Percutaneous transhepatic biliary drainage catheter fracture: a case report. Ann hepatobiliary pancreatic surgery, 22(3):282-286. Doi: 10.14701/ahbps.2018.22.3.282. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported in an article in journal of ¿annals of hepato-biliary-pancreatic surgery¿ titled ¿percutaneous transhepatic biliary drainage catheter fracture: a case report" that sometime post drainage catheter placement, the patient allegedly complaints of pain over the drain site and inability to flush the right catheter. It was further reported that computed tomography scan result confirmed a break in the right percutaneous transhepatic biliary drainage catheter near the liver capsule, with a four-centimeter gap between the ends, as well as a break at the distal segment. It was also reported that the catheter was fractured at two places with three fragments needing removal. Furthermore, there is no information provided regarding additional intervention or medication prescribed to treat complaints of pain. However, percutaneous attempt at removal of the proximal fragment was successfully performed but middle and the distal fragments were unsuccessful because the strings of the catheter could not be pulled. Reportedly, all the catheter fragments were successfully removed by the forceps. The procedure was completed by exchanging another catheter. There was no reported patient injury.